Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). Device was evaluated by a carefusion approved 3rd party service technician for evaluation and repair. At this time, carefusion's failure analysis lab has not received the suspect component for root cause analysis.

Event description:
The customer reported while using the model ltv (lap top ventilator) 950 ventilator the unit failed leak test. It is unclear if the failure was during a pre-use check or during operation.